Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the jaws of the device would not re-open after sealing and cutting the tissue. It is unknown whether the device was manually worked off of the tissue or if it was pried off with another instrument. Another device was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.